Event description:
It was reported that the edges of the 34" disposable cuff rolled inward forcing the cuff to unwrap and left pressure marks on the patient. There was no report of medical intervention associated with this incident.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. If the device is returned for evaluation, a follow-up medwatch will be submitted.